Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets kinked cannula after 3 hours of insertion on (B)(6) 2024. Patient's blood glucose at the time of event was reported as high. Patient took correction via multi daily injection to address high blood glucose. Site of insertion was abdomen. Infusion set was in use for 5 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).